Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 8198158. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the intima-ii y 20gax1.16in mz prn slm npvc heparin cap ruptured during the CT examination while the drug was being injected under high pressure. The following information was provided by the initial reporter, translated from chinese to english: "the patient underwent head and neck CT examination to exclude cerebral aneurysms due to cerebral hemorrhage on (B)(6) 2020. During the examination, the heparin cap was ruptured when the drug was injected under high pressure, and they immediately stopped of the injection, it did not cause adverse effects on the patient"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 20 ga x 1.16 in mz prn slm npvc heparin cap ruptured during the CT examination while the drug was being injected under high pressure. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient underwent head and neck CT examination to exclude cerebral aneurysms due to cerebral hemorrhage on july 2020. During the examination, the heparin cap was ruptured when the drug was injected under high pressure, and they immediately stopped of the injection, it did not cause adverse effects on the patient".